Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently hot to touch. Customer reported it would intermittently happen when removed from spy belt. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.